Event description:
It was reported that the customer had a no delivery alarm during manual prime. The customer's blood glucose level was 349 mg/dl. Customer declined troubleshooting, because it was an old issues that was resolved by set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.